Event description:
It was reported that the pump touch screen was on, but the display remained black. The customers blood glucose level was 500 mg/dl. A replacement pump was arranged to be sent to the customer, who will use manual injections for insulin therapy.